Manufacturer narrative:
Follow-up report will be filed, if additional info becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. While back loading the guidewire into the iab catheter, the guidewire "came out along the side." As a result, the iab was not used. The md said there was a crack in the interlumen. A request was made for more info about the incident.